Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified, tortuous, and 90% stenosed artery causing the reported failure to advance. The device was then removed and met resistance with the anatomy during removal causing the reported difficulty to remove and subsequent material deformation (flared stent). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device will not be returned for investigation. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery that was heavily calcified, heavily tortuous and 90% stenosed. Pre-dilatation was performed. A 2.75 x 28 mm xience sierra stent delivery system (sds) was advanced together with a guideliner; however, the sds failed to cross due to interaction with calcification. After the sds was removed with resistance, the stent implant was noted to be flared. There was no reported adverse patient effect or a clinically significant delay in the procedure. Additional dilatation was performed and a new xience sierra stent was deployed, followed by post dilatation. No additional information was provided.